Event description:
The facility representative reported a flo-gard infusion pump that presented a door open/close clamp alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with door open/close clamp alarm was confirmed and duplicated by baxter service personnel. Upon completion of baxter's investigation, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the door open/close clamp alarm was determined to be damage to the door latch. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. Review of the service history revealed no failures/problems that were the same as, or similar to the current difficulty, and there was no indication that any event during the service process carried out to this equipment caused or contributed to the reported difficulty. If any additional relevant information is received, a follow up MDR will be sent. During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a door open/close clamp alarm. No additional information is available.